Manufacturer narrative:
The device was returned to smiths medical. A functional test was performed; the device leaked from the tank cover. The root cause was determined to customer damage by overtightening the screws in the tank cover. A DHR review was not conducted, based upon review of the information provided by the customer, as it indicates a problem with the initial manufacture of the device.

Event description:
(B)(4). It was reported that leaking occurred. No patient injury was reported. Additional info received 5-oct-21: event date unknown, not in use with patient.